Event description:
It was reported that after the patient's coronary bypass surgery, sensed p-wave amplitude had gone from over 2 v to 0.2-0.3 mv. It was also noted that the capture threshold had increased to 1.375 v, more than double the previous measurement. At the post operative follow-up atrial sensing was still intermittent, so the device was programmed vvi as the atrial lead was assumed to be dislodged, or compromised in some way.

Manufacturer narrative:
Na